Manufacturer narrative:
(B)(4). Date sent to FDA: 05/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: actual complaint sample was not received for investigation. Five retained samples of incident code nw9262 and lot t0014 were reviewed for analysis. The primary packs of retained samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retained samples were tested for needle pull test and found to meet the specification. Needle pull-off test was performed over five retained samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 58.14 n and value at release was found to be 65.61 n which meets the average in-house requirement. All the individual as well as average needle pull-off values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. H6 component code: g07002 - retained samples.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During passage through tissue. Was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull-off occurred? Fascia closer. Please provide the procedure name. Laparotomy. Attempts have been made to retrieve the device. To date the device has not been returned. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture came out from the swaged point. No adverse patient consequences were reported. Additional information was requested.